Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-615a-1146: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a bph surgical procedure at 97,272 joules and 11:13 minutes the fiber wasn't vaporizing properly was observed. The tip (cap) of the fiber was not cleaned during the procedure. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.